Manufacturer narrative:
(B)(4). Concomitant medical products:¿ 00630505032 liner unknown lot. Unknown cup unknown part and lot. Product was returned and the investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 2022 -03197.

Event description:
It was reported that patient underwent a hip revision approximately 7 years post implantation due to pain, elevated metal ion levels, and collection of fluid in the joint. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04)- head. Visual examination of the returned product identified bio debris and scratches on the head spherical surface. Taper wall shows dark foreign debris and scratches. No other damage was noted. The head was sent to sem for analysis. Results: after discussion and consensus, this taper was assigned a modified goldberg score of 4. A score of 4 corresponds to ¿damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event for the head. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: nonspecific increased soft tissue density surrounding the right femoral neck. This could correspond to a joint effusion as indicated on the event/deficiency description, but this would be better evaluated with MRI or CT exam. Increased lateral inclination of the right acetabular cup can predispose to dislocation. However, hardware appears normally aligned without fracture or periprosthetic lucencies. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.